Manufacturer narrative:
(B)(4). The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed.

Event description:
Medtronic received information that this coil prematurely detached in the microcatheter during coiling treatment of carotid cavernous fistula. The physician removed coil from the patient. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
Device evaluated by manufacturer- additional information the device was returned for evaluation and the report of ¿premature detachment¿ was confirmed. As received, the axium coil was returned with the implant coil already detached and found knotted, damaged, and stretched with the polypropylene filament broken. The tack weld replacement crimp and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. Additionally, the pushwire was found bent at several locations on the proximal segment. Under the microscope, the coin was located against the lumen stop with the coil shield stretched. The detachment element was found to be bent with the detachment ball missing. Based on the reported information and analysis we are unable to definitively determine the cause of ¿premature detachment¿. The bends in the distal end of the pushwire, the stretched and detached implant coil, the stretched coil shield, and the break in the detachment element are indicative of a device which may have encountered resistance during delivery. We were unable to obtain the detail of resistance, it encounter during the procedure. All parts of the pushwire which could affect the detachment were found to be within specifications. Note: the axium coil instructions for use (IFU) issues the following warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil."